Event description:
It was reported that a pump declared a cartridge change error. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Technical support instructed the customer to inspect and clean the pump's cartridge and pneumatic tap area and guided them through reloading the cartridge, which allowed the customer to resume insulin delivery.